Manufacturer narrative:
The customer's complaint that during use of the autopulse platform (sn (B)(6), the lifeband would not fully retract on the patient was confirmed during review of the archive but not during functional testing. The platform's archive showed that the autopulse platform displayed multiple user advisory (ua) 19 (max applied load exceeded) error messages around the customer's reported event date. The reported complaint that the platform displayed ua02 (compression tracking error) was confirmed during archive review but not during functional testing. During testing, the platform performed as intended. A review of the archive file showed multiple occurrences of ua19 messages, confirming the reported complaint that the lifeband did not fully retract. The load sensor detected a heavy load being applied (> 270 lbs /123kg) during the compression. The max load sum indicated loads ranging from 350 to 360 lbs were applied during the incident, triggering ua19. This error message will prevent the platform from fully retracting the lifeband and initiating compressions. The archive also shows occurrences of ua02, confirming the secondary complaint. The load sensors did not see the expected increase in load. The archive revealed the take-up target and the max load sum indicated loads of around 40 lbs, which indicates the size of the patient/object was too small and light in weight during the take-up. The autopulse platform passed the functional testing without error or fault. Load cell characterization results confirmed both cell modules are functioning within the specification. The platform was tested with the large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform functioned appropriately and performed as intended. The reported complaints could not be reproduced. Per the autopulse resuscitation system model 100 user guide: "the autopulse system is designed for adults with a weight of no more than 300 lbs. (136 kg) with chest circumference of 29.9 to 51.2 in. (76 to 130 cm) and chest width of 9.8 to 15 in. (25 to 38 cm)." Per the battery hangtag - advisory codes description and action, user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final test without any fault or error.

Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported during use of the autopulse platform (sn(B)(6), the lifeband would not fully retract on the patient. This occurred during a transport. Patient's status information was requested but the customer did not provide a response. The customer tried to recreate the error, but the platform seemed to work normally for them. They said the platform did display user advisory (ua) 02 (compression tracking error) message but the lifeband did seem to retract. No additional information was provided.